Manufacturer narrative:
Docker cable.

Event description:
It was reported by service report that the nurse call was not alarming at the nurse station. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.